Event description:
It was reported that the top right corner of the pump display was pixelated, making it difficult to see the insulin remaining in the cartridge. There was no adverse impact to the customer's blood glucose level. No further actions were needed, customer declined follow up from tandem technical support.